Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient presented complaining of twitching. A device check was performed, in which it was confirmed that a polarity switch to unipolar had occurred due to low impedance. Tests were performed, however there was no indication of a lead malfunction. The physician kept the device settings in unipolar with the chronic lead trend turned off. During lead revision, the lead was capped and the pocket was sutured to allow for left side approach. Following, the patient complained of numbing of the right arm. The physician decided to implant a new lead at a later date. No further patient complications have been reported as a result of this event. (B)(6) 2016 it was further reported that the lead was replaced accordingly.